Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name ¿ unknown. Device product code - unknown. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay event was previously reported on MDR 1825034-2005-00002.

Event description:
It was reported that a patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2004. A subsequent revision was performed on (B)(6) 2004, due to failure of ingrowth of the acetabular component and tendon avulsion. The cup and head were removed and replaced. No further information has been provided.